Event description:
It was reported to boston scientific corporation that the sleeve piece that detached fell inside the patient's transvaginal incision and was retrieved with surgical forceps.

Event description:
It was reported to boston scientific corporation that the mesh was placed perfectly during an anterior repair procedure using a pinnacle anterior/apical pelvic floor repair kit. However, upon releasing the fourth leg assembly, excessive resistance was encountered, and part of the sleeve detached and fell loose inside the patient. Reportedly, the detached sleeve piece was removed from the patient. The physician completed the procedure with no further complications to the patient, who is over 18 years of age and was stable at the conclusion of the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).